Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads were "pulled back" and exhibited high thresholds. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.